Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter occupation unknown. The device was returned for evaluation. Functional testing was performed and could not duplicate or confirm the customer complaint therefore the root cause could not be determined.

Event description:
It was reported that the device was not heating up. Found while staff was setting up for service. There was no patient involvement and no patient harm reported.